Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that rotations per minute (rpm's) were fluctuating with intermittent spinning and the motor was vibrating. It was further determined that the device had excessive heat and a loud motor due to corrosion and a worn drive shaft shim which made the drive shaft off balance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during pre-operative, it was observed that the motor device stopped and was spinning intermittently. There was no patient involvement. There was no relation to surgery. There were no injuries, medical intervention or prolonged hospitalization. If any additional information should become available, a supplemental medwatch will be submitted accordingly.